Event description:
Information received by medtronic indicated that the console passed the system integrity test and then coaxial connector icon was continuously displayed prior to the first ablation. The power cord was also accidentally stepped on. A medtronic representative tapped on the cv4 valve and the coaxial connector icon connector disappeared. The cryoablation procedure was completed. There were no patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported baseline flow issue was confirmed by field service engineering. The reported issue has been confirmed through testing and through data analysis. Console n-6321 failed the inspection due to a defective check valve (cv4). The check valve was returned for analysis and failed the inspection due to presence of lubricant. The power cord was also replaced.